Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.unit passed self test and unexpected restart error alarm test. No unexpected restart alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer cannot recall their blood glucose reading.troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer said pump hasn't been stored without battery or with a depleted battery. The pump experienced an unexpected restart and customer had to reprogram date settings and perform a rewind process again. Insulin pump will be returning for analysis.